Event description:
The test strip was damaged. The patient had done a back-to-back testing and received a 91 and a 127 mg/dl. The readings were taken less than 10 minutes from one another. The patient did not seek medical attention or contact a medical professional due to the erratic readings. The technique of applying the blood on the test strip was correct. The test strips were not expired; however, they were damaged. This case is being reported as a malfunction, since the test strips were damaged.

Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them.